Event description:
It was reported that the staff are inadvertently unlocking the drains. A general issue was noted by the facility that their staff are not familiar with the stopcocks on drainage catheters. The staff feels the need to turn the locking mechanism prior to flushing the drain, which could cause the drain to be unsecured and fall out. No patient injury reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).